Event description:
It was reported that this right atrial (ra) lead dislodged shortly after implant. In addition, high pacing thresholds and high pacing impedances were observed. The physician elected to reprogram the device to sense both atrial and ventricular events, but only pace in the ventricular. Subsequently, the ra lead oversensed noise, which resulted in inappropriate atrial tachy response (atr) episodes. It was noted the ra lead had fractured. A revision procedure was performed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.